Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-9106-02 univers vaultlock glenoid, medium, had an issue before use in an anatomic stimulus total shoulder procedure on (B)(6) 2023. When the surgeon opened the device on the sterile field, there was a hole noticed in the sterile packaging. Another ar-9106-02 univers vaultlock glenoid, medium, with a different, unknown lot number, was opened and used to complete the procedure successfully with no patient harm. There was a case delay of 2 minutes, no additional anesthesia was administered. The device was discarded, and no pictures were taken. No case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping.